Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited both high out of rang pacing and shocking impedance measurements of greater than 2000 ohms and 125 ohms, respectively. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.